Manufacturer narrative:
(B)(4). The primary finding was high battery resistance. The motor stalled during torque section of the constant load test. Residue was seen in the pinion of gear two. There were no safe states, elective replacement indicators (eri) or resets noted during bench testing. The pump alarm was programmed for a 2 tone test where the decibel level was measured and passed. Visual inspection of the pump head housing compartment revealed there were no drops of moisture seen on the bottom side of the inner cover.

Event description:
It was reported that the pt was not getting good pain relief for (B)(6). Morphine/bupivacain were used in the pump. The pump was removed prophylactically to avoid battery depletion. Analysis was requested by the hcp. "Dye/rotor study were negative." Add'l info has been requested and will be submitted if it becomes available.